Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, while operating the 0-degree plus endoscope the customer observed the master controller turned in a different direction than the direction it was originally moved. The master controller turned in a different direction than it should move. The customer reinstalled the 0-degree endoscope, but the issue was not resolved. After, the customer replaced the 0-degree endoscope, and the operation was normal. The customer checked the endoscope after and confirmed the base of the endoscope did not rotate smoothly and was replaced. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 0-degree plus endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) bearing contributing to friction. Further investigation found electrical failure of the endoscope when tested on an in-house system. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. Fa also found cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration.

Event description:
Refer to h10/h11 for follow-up information.